Manufacturer narrative:
(B)(4). Batch #:t4101t. A manufacturing record evaluation was performed for the finished device lot/batch number and no non-conformances were identified.

Event description:
It was reported that during a lap cholecystectomy, the clips malformed and dislodged within the jaws. Case completed with another device of the same product code. There were no patient consequences reported.